Event description:
Pt was using a "quickiejr" wheelchair from sunrise medical products that was custom made by prescription in 3/99, by miller medical co. The chair had a h strap attached to a lap seat belt. The latch mechanism malfunctioned at the waist allowing pt to slide forward at the hips and their throat became trapped on top of the h strap.

Event description:
Add'l info rec'd from MFR 4/5/01: the device that may have caused or contributed to the event mentioned in the above noted report was not mfg by sunrise medical. As indicated in the report, the frame of the wheelchair was mfg by sunrise medical. The seating system that includes the lap belt and h strap mentioned in the report appears to have caused or contributed to the event was not mfg by sunrise medical. This product was installed on the lxi frame after leaving MFR's mfg facility. Therefore, an MDR reporting form 3400a will not be submitted by sunrise medical for this event.